Event description:
Pt. Had hernia repair with insertion of mesh 8/97. Developed wound drainage and had suture removed. Drainage has continued. Admitted to hosp for opening of incision and cleaning out of the mesh and foreign material in groin.